Event description:
It was reported that there was an add¿l product returned with a previously reported occluded valve. The event occurred intraoperative and there was no impact to the pt.

Manufacturer narrative:
(B)(4). The ventricular catheter passed the patency check and showed no anomalies. Although the catheter was returned, the complaint did not relate to a malfunction of this shunt component. A review of the mfg records showed no anomalies.